Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 158 mg/dl (system 1) and 60 mg/dl (system 2). It is unknown if the patient used the same test strip lot number for both meters and results. The patient experienced hypoglycemia symptoms of weakness, feeling bad, and neurovegetative symptoms. The patient's husband assisted her with treatment of a sugary beverage.